Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the surgeon clamped the clip applier on the duct and it would not release or release a clip. It damaged the duct, but he was able to remove the clip applier and the damaged part of the duct as well. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.